Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance (160 ohms). The boston scientific field representative contacted boston scientific technical services (ts) to discuss testing options. The field representative performed vector testing. High impedance measurements were noted in all vectors. No additional testing was performed. There has been no medical or surgical intervention. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicated that a revision procedure was performed. The device was explanted as a result of normal battery depletion (nbd) and the right ventricular (rv) lead was also explanted. It was reported that the rv lead appeared to be damage under the clavicle area. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.